Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2, e3 and g2 health professional of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the knob wire (k-wire) was broken after repeated use. However, the user continuously used the subject device not detecting the broken k-wire. The distal cover caught on the broken k-wire at attachment of the cover in the above use. Or the broken k-wire touched a cleaning brush at brushing of the distal end resulting in the k-wire was raised. Additionally, the light guide (lg) lens were corroded by influence of the invaded moisture on the subject device from leaking area or, a micro gap was generated at the lg-lens and/or glue around the lg-lens by influence of physical stress on the distal end resulting in stain and/or humidity invaded the lg-lens from the gap. The events can be detected by following the instructions for use (IFU) sections: (operation manual) ¿3.2 inspection of the endoscope: inspection of the forceps elevator mechanism¿. (Operation manual) ¿3.2 inspection of the endoscope: inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope forceps elevator wire is cut off. The issue was found during maintenance of the device. The device was returned for evaluation. During the device evaluation, one of the forceps elevator wires was raised due to a cut and the light guide lens inside was discolored. There was no patient involvement in this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that one of the forceps elevator wires is raised due to a cut. Other findings include: the light guide lens inside is discolored; the forceps-raising angle is out of standards due to the cut forceps elevator wire; the insulation resistance value of distal-end is out of standards due to the scratch on bending section cover; the bending section cover adhesive is broken; the connecting tube is corrugated; the universal cord is corrugated; the electrical connector is corroded; the angulation in the up direction is out of standards due to the worn angle-wire; the gap on upward/downward knob is out of standards due to the worn angle-wire; the aspiration quantity is out of standards due to the broken channel tube; the waterproof failure is due to the cut bending section cover; waterproof failure is due to the broken channel tube; the light guide lens is broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.